Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had infection symptoms; a doctor removed a pump that was defective years ago ((B)(4)) and fixed "all the stuff musc did." It was clarified that the pump was actually removed due to normal battery depletion and was not defective, but when they removed the pump there was an infection. It was reported the infection occurred "I want to say a year before this one was put in."